Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed an alert for high out of range impedances on the right ventricular (rv) lead. It was also noted that the battery life estimate decreased three years in a time period of nine months. Technical services (ts) referred the patient to the clinic for further testing. No adverse patient effects were reported. Currently, this ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed an alert for high out of range impedances on the right ventricular (rv) lead. It was also noted that the battery life estimate decreased three years in a time period of nine months. Technical services (ts) referred the patient to the clinic for further testing. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, a commanded shock test was performed and a code 1005, indicating an open circuit condition, was the result. No additional adverse patient effects were reported. Currently, this device remains in service.